Event description:
Pt had typical pain (angina class 2) at the time of procedure. He reported the pt had episodes of exercise induced pain per week, the longest episode roughly 60 mins and generally felt in the chest. The pain had recently worsened. The pt had recent onset of exertional angina but this did not resolve and it was found to have non-st elevation mi. Catheterization demonstrated a stenosis in his proximal lad with other disease isolated to small vessels. One endeavor sprint rx drug-eluting stent was implanted at the proximal lad. During balloon inflation of the endeavor sprint rx drug-eluting stent, the pt noted dramatic st segment changes and chest pain. There was a tiny diagonal arising within the lesion, which had slow flow at the conclusion of the procedure, but his post pci ECG unchanged tubes were removed shortly following the procedure. He did have some mild residual chest discomfort, which resolved overnight. He already had baseline elevated troponin which increased following the procedure with a peak of 11. Cpk was declining prior to discharge. Pt was up and walking around without further chest pain. Investigator assessed the event was a peri-procedural mi (acute non-stemi), which resulted in prolonged hospitalization. Investigator indicated a possible relationship to the study device and that the target lesion was involved. Location of the infarction was reported as anterior. Actions taken were reported as medication, thrombolytic therapy and observation. It is reported that the pt recovered with treatment. At the time of discharge, the pt was walking without any symptoms.

Manufacturer narrative:
Evaluation: results: myocardial infarction. Secondary intervention, medication, thrombolytic therapy and observation.